Event description:
Medela pump in style breast pumps are not a closed system, which means that moisture and eventually mold can collect behind the face plate where the air tubes connect to the pump and on the silicone diaphragm behind it. I have seen pictures of this online and it is absolutely disgusting. That air, mold, and bacteria or potentially viruses would then be blown into the tubes and into the parts that enter the bottles where breast milk is collected. This could be dangerous as many people do not think to check or clean this area because it is hidden behind the face plate, out of site and out of mind. As an ibclc (international board certified lactation consultant), this is especially concerning to me seeing how many especially knowing that so many breast pumps are sold online like (B)(4) and in thrift stores or donated etc. This could be a huge health hazard for the mom buying / receiving the pump and the baby receiving the milk from that pump. This needs to be investigated further to see if this issue could potentially cause a problem and what medela and all breast pump mfrs can do about it to make their pumps or tubing a closed system or at least have a way to remove and properly clean / replace or "refurbish" these parts to ensure the health and safety of mothers and babies. There are aware of the potential, they list on their website not to sell or donate breast pumps, but contact them to try to make it safer. Document number: (B)(4).